Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and tore during insertion. It was indicated that the cause of the lens damage was unknown. When the lens was removed, the incision was enlarged and a suture was needed. Contact stated the msi-tm injector, lot number unknown, and the aq cartridge fp, lot number 1195185, were used during surgery.